Event description:
Description: didn't know that a peroxide deep clean solution had to be put in a separate case, resulted in burning of my left eye. Flushed it with water for 30 min and had severe redness for the duration of the day. Currently still unsure of how badly the chemicals hurt me, may need to seek eyecare medical attention tomorrow. Medication not administered to or used by the pt. Where did the error occur: pt's home. A better warning label that says it's different from multipurpose solution and that it is dangerous at the (B)(6) under the brand name. (B)(6).